Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the drip broke. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
Device was not returned for root cause analysis. No photographic evidence was provided to aid in investigation. Neither samples nor pictures were received for the analysis of this complaint. Reported failure mode ¿a0133 - damaged/broke/broken¿ was not confirmed. The device history record of reported lot number was reviewed for period of december 2023 to december 2024. There were 8 complaints with same lot number affected by same condition. There were no relevant non-conformance reports. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.